Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
(B)(6) has reported that the consumer has complained I have been using your product for a long time. Recently I have been really disappointed as I am following the instructions right. They continue to come apart, fall apart do not stay together. You need to do something about this. Please make them better.